Manufacturer narrative:
Device evaluation: the thoracic probe was returned to the manufacturer for further evaluation. Through visual/physical examination, the reported issue was confirmed. It was found that the tip of the returned probe was severely twisted. There was a physical damage failure with the returned thoracic probe. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the probe checked in fine at beginning of the case, and the tip got bent during preparation of the pedicle.

Manufacturer narrative:
No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that the thoracic probe had a damaged tip, and it was noted that it was twisted. This issue occurred during surgery. Additionally, it was noted that they were still accurate. There was no surgical delay, and there was no impact on patient outcome.